Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol xenmatrix surgical graft. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). On (B)(6) 2011: the patient had unspecified injuries. On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol xenmatrix surgical graft. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio (device #1). As reported, the attorney alleges general allegations against the bard/davol ventrio (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). (B)(6) 2011: the patient had unspecified injuries. (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol xenmatrix surgical graft. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio (device #1). As reported, the attorney alleges general allegations against the bard/davol ventrio (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventrio mesh (device #1). Per operative notes, ¿recurrent ventral hernia in the area of mesh in periumbilical were dissected and revealed a piece of synthetic mesh migrated over laterally. The hernia defect was repaired using ventrio mesh (device #1) which tacked in place circumferentially.¿ (note, previous unspecified mesh was visualized during this repair). (B)(6) 2010 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopic repair. Per operative notes, ¿noted a loops of bowel and omentum sort of twisted in the area of mesh (device #1) in the umbilical region. The adhesion of bowel to the mesh were dissected. There were several loops of different bowel that were stuck up to the area of mesh and tacks. Several adhesions and matted loops of bowel were freed up.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of ventrio mesh (device #1). Per operative notes, ¿the upper epigastric or midline hernia defect was opened, the mesh (device #1) and tacks were removed. There were two pieces of mesh sort of crinkled up in the area was intact. A synthetic mesh was then placed into defect as an underlay graft with mattress sutures.¿ (B)(6) 2011 to (B)(6) 2013 - patient had abdominal wall necrosis, drainage in left lower quadrant, small bowel obstruction, recurrent incarcerated incisional hernia, wound infection and underwent multiple revision surgeries. (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia and symptomatic abdominal scar thereby underwent open repair with implant of xenmatrix surgical graft (device #2) and lysis of adhesions. Per operative notes, ¿the hernia sac was identified and resected. A xenmatrix surgical graft (device #2) was placed as an underlay graft and secured to rectus muscle bilaterally.¿ (B)(6) 2017 - patient had abdominal pain thereby underwent upper gi endoscopy. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, infections, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 11 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, bowel obstruction, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.